Event description:
Pt had thoracotomy procedure on (B)(6) 2013. Post-operatively, chest tube was pulled, without notice the entire tube was not intact. On (B)(6) 2013, original surgeon reported retained chest tube. On (B)(6) 2013, approx 7" piece of tube was surgically removed without incident.